Event description:
It was reported the device interacted with another device and the patient was sent for surgery. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid-distal left anterior descending artery. After the physician used a rotablator for treatment, a guidezilla guide extension catheter was inserted to deliver the 2.75 x 38mm promus elite drug-eluting stent. However, after the stent was positioned and deployed, it was noticed that the stent balloon did not fully expand. Once the balloon was deflated, it became stuck in the calcium. Upon retraction of stent delivery device, the guide catheter deformed the proximal edge of the stent. The stent delivery system then separated at the proximal balloon marker, leaving the balloon and deformed stent in the vessel. Snaring was attempted but it was unsuccessful. The patient was sent for coronary artery bypass grafting to remove the device. No patient complications were reported and the patient status was stable and expected for full recovery.